Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was received at the abbott warehouse on 06/07/2011. However, prior to device evaluation, it was inadvertently misplaced. Without the device evaluation, a cause for the reported suture break could not be determined. Possible contributing factors for the reported suture break include, but are not limited to, manufacturing, anatomical conditions and deployment technique. During manufacturing, a sampling of finished devices are tested to verify the functionality of the device. Anatomical conditions may have played a role in the reported event, but no information has been provided in this regard. There was no reported information that suggested incorrect technique. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there were no other incident reporting a detachment of suture for this lot.

Event description:
Received user facility medwatch report that states: "the physician was using perclose proglide to close the right femerol artery at end of the cardiac catheterization case. The suture on device broke during use. The site was examined and no suture pieces from the broken suture were left in the patient. No adverse outcome for the patient and right femerol artery was closed with other methods. What was the original intended procedure? Closure of femerol artery following a cardiac catheterization. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working) " facility reporter contacted and additional information received indicating the suture broke during knot advancement. Manual compression and a non-abbott device were applied to achieve hemostasis. There was no adverse patient sequela. The physician is trained in the use of the device. Though requested, no additional information was provided.